Manufacturer narrative:
The reported event of loss of sensing was confirmed. Final analysis found that as received, a complete lead was returned in one piece. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region. The cause of the reported event was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead failed to sense. The ra lead was then removed and was replaced. The patient had no adverse consequences.